Event description:
Livanova deutschland received a report related to a contaminated heater cooler 3t system. Laboratory results were not provided. There was no patient involvement.

Manufacturer narrative:
A1-a5 patient information was not provided h.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in united states. No additional information regarding the device cleaning and handling procedures were made available. Reportedly the unit was removed from service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.